Event description:
As reported by the user facility: reports the tip of catheter broke off in a pt. An x-ray was done to determine the position of the tip of the catheter, but it wasn't detected on the x-ray. The staff states, "when it was clearly taut. When they pulled the catheter, it looked stretched. When it was completely removed, the blue tip was missing. It was definitely stretched out from removing." The staff also stated, "that we do what we normally do when removing it. So there has been no change in removal procedure." No pt injury; pt had no complications. During f/u correspondence with the facility, the reporter indicated that no medical intervention was required, and that the pt was doing fine at discharge.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident has not yet been returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. The event description did indicate that the catheter was clearly taut and appeared stretched. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If the sample is received or if add'l pertinent info becomes available, a f/u report will be filed.